Event description:
I used "thermacare heat therapy, menstrual pain therapy" otc air activated heat wraps. The directions state to not use them more than 8 hours, so I used them almost exactly 8 hours and took it off. It ended up burning me (I think burning is the right word to use here, but it looks like a chemical burn to be specific. I didn't feel pain at the time at all and didn't have any discomfort). I have open wounds now exactly where the pad was placed, in fact, I took pictures and you can see the pattern of the iron/carbon/etc (whatever the contents are inside of the wrap) align exactly with the wounds. Tl/dr: I used as directed and ended up with what appears to be significant chemical burns. Tested positive for covid the same day I used the product (though I don't believe this matters).